Manufacturer narrative:
Evaluation results customer report was confirmed. Rec'd (1) vamp plus system. As received plunger was completely detached or disengaged from the piston. Both flextures were not bent. Plunger was reattached to the piston and unit was tested. Plunger was completely detached from the piston during aspiration (pulling back of the plunger). The tips of both flextures which attached to the piston were found not completely filled at the mold gates during molding process. As the result the flextures were approximately 50% thinner at attachment points. The flextures were not firmly attached to the piston was most likely caused by thinner flextures. Eight (8) other mold gates along plunger body were also not filled with during molding process. Plunger mold cavity #4.

Event description:
It was reported that: "while pulling back blood for chemstrip, plunger pulled out."